Manufacturer narrative:
Final analysis found that electrical and mechanical testing found normal device characteristics and device functionality met all product specifications. A manufactured anomaly may have occurred and confirmed the reported data sheet inside the device packaging. As a result of the finding, further investigation would be performed.

Event description:
It was reported that during the implant procedure, the pulse generator was connected to the leads but was not placed in the pocket when it was noticed that a slip in the box packaging of the device noted that it had failed inspection. The device was no longer used and returned for evaluation. The patient was in stable condition before, during and post surgery.

Manufacturer narrative:
Correction: report source: this supplemental report is correct the initial report to include the report source, company representative.